Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call of low blood glucose of 40mg/dl. The customer treated with glucose. There was no indication that the insulin pump over delivered insulin and customer indicated that the basal rate was lowered for night time and has helped a lot to control their blood glucose. Customer declined low blood glucose troubleshooting. No further troubleshooting was performed.